Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's programmer displayed errors indicating that the ipg is at the end of service. Surgical intervention is planned to address the issue.

Event description:
It was reported that the ipg was explanted and replaced, which resolved the issue.